Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The implantable pulse generator (ipg) exhibited early battery depletion and set screw causing oversensing. The lead and ipg was explanted and replaced. No patient complications have been reported as a result of this event.